Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's sister reported via phone call that customer was hospitalized due to high blood glucose and bent cannula on (B)(6) 2019 with blood glucose of above 600 mg/dl. Customer reported symptom such as vomiting of high blood glucose level. The customer also reported other blood glucose values such as down to 580 mg/dl. The customer was treated with shots in the hospital. The customer reported that cannula was bent of infusion set. The insulin pump will not be returned for analysis.